Event description:
A laparoscopic assisted vaginal hysterectomy (lavh) was performed and completed. It was then noted that pt had internal bleeding. Pt was returned to surgery where a laparotomy was done to stop the bleeding. The surgeon complained that the carbon dioxide insufflator used for the lavh did not function adequately, making it difficult to see the area of bleeding.